Manufacturer narrative:
The reported customized cuffless flextend device was returned. While manipulating the shaft at the junction of the connector hub a tear/crack was observed. A closer inspection of crack showed the wire to be uniformly centered/coated within the shaft walls. The complaint stated that the device was in use and autoclaved 5 times and on its last use. It was not stated how long the device was in use prior to detecting the tear/crack. There was no manufacturing defect or root cause identified.

Manufacturer narrative:
Device return has been requested. If device is returned for investigation, a follow-up report will be filed with investigation results.

Event description:
User facility reported that the device was in use with patient (time in use not provided). According to reporter, the attached ventilator gave the "low ventilation alarm". When the nursing staff examined the tube, a split was found near the 15mm connector. The patient required an emergency tracheostomy tube change. No permanent adverse effects reported.